Manufacturer narrative:
The device involved in the event was not returned for eval. A review of the mfg records indicated all device specs and quality requirements were satisfied. We are unable to determine the exact cause of this event without evaluating the device involved.

Event description:
It was reported that "a hemodialysis catheter broke at the cuff during removal process. The remaining portion of catheter was retrieved intact. Viewed catheter site and chest via fluoroscopy. It was clear of any catheter remnant or fragment."